Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the scd express compression system. The customer reports "had a patient in the ctici that had severe bruising on the legs due to the scd device. They had to take the patient off of them due to the risk of break down. It was described as a line going down the shin of the patient."

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.